Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the computer/analog pca. In addition, there was liquid contamination on the battery board. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the liquid contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was resetting.